Event description:
It was reported when clinicians use a 1 or 3ml syringe they will get an "invalid size reading". The clinicians have to manipulate the 3ml syringes multiple times to get them to read them size. Pumps are not reading them as the correct syringe for the volume and will not advance. Clinicians are having to override to continue with programming. There was no patient harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: other occupation, report source other. Correction: initial reporter occupation, report source, additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had syringe not recognized was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when clinicians use a 1 or 3ml syringe they will get an "invalid size reading". The clinicians have to manipulate the 3ml syringes multiple times to get them to read them size. Pumps are not reading them as the correct syringe for the volume and will not advance. Clinicians are having to override to continue with programming. There was no patient harm.